Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a posterior spinal fusion at t5-l5 to treat idiopathic scoliosis. It was reported that after reduction the mep at the lower limbs went to near zero. A CT revealed that the screw at t8 cutout of the pedicle, the pedicle was broken and the dura mater was damaged by the screw. The screw at t8 was removed and a laminectomy was performed at that level. Following the surgery it was reported that the patient had paralysis in the lower limbs. Patient is under observation.

Manufacturer narrative:
Product analysis: visual review of returned implant identified ~ 5 degree bend on the bone screw, consistent with significant bending stresses. Bone screw length, major and minor diameter found to be within print specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.